Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl at the time of the incident. The customer was at 303 mg/dl at the time of the call. The customer also had a motor error. The customer was wearing the insulin pump during the incident. Troubleshooting was completed.. The insulin pump will not be returned for analysis.